Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was clarified that it was unknown if the ptm (personal therapy manager) was displaying an incorrect refill date because they did not have access to it. The refill date on the 8840 (clinician programmer) reflected refill date of (B)(6) 2018 and a low reservoir volume alarm date on (B)(6) 2018. The patient stated the pump started alarming on (B)(6) 2018. It was later found out that the patient thought her refill date would be around (B)(6) 2018 and was concerned that the pump was alarming earlier than that date. After speaking with refill company, appears to have been some miscommunication between patient and refill company regarding the actual scheduled refill date. It was noted that the patient¿s managing physician was no longer managing the patient¿s pump as he had moved out of the area. The patient was in the process of finding a new managing healthcare provider. It was also noted that the patient did not use her ptm and had not since (B)(6) 2017 according to the 8840 printout. The patient stated she was in the process of moving and her ptm was packed away and she was unsure of where it is. There were no actions or interventions taken to resolve the ptm displaying the incorrect date as they did not have access to the ptm. The cause of the pump being empty was determined. The pump as due to be refilled and was confirmed by refill date reflected on the 8840 printout. The patient was scheduled to be refilled by the infusion company on (B)(6) 2018. It was noted that the patient was working with the infusion refill company to find a new physician and get in before next refill date. No further complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative regarding a patient receiving clonidine (2.3 mcg/ml at 2.09 mcg/day), baclofen (0.4 mcg/ml at 0.364 mcg/day), and morphine (15.6 mg/ml at 14.176 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that the incorrect refill date was displaying on the patient¿s ptm (personal therapy manager). The ptm had not been used after the most recent fill. The patient had not used their ptm since last september; however, the refill date stated (B)(6) 2018 with max activations. The ptm programming was ¿bolus dose: .498 mg/day; duration: 2 min; loi: 12 hrs; max: 2; dri: 2 x 24 hrs¿. The reporter was with the patient at the time of the report, but they did not have their ptm. When asked if the patient had used their ptm to communicate with the pump at all without giving a bolus, the response was ¿no¿. The patient¿s pump was now alarming due to being empty. The patient was told her refill date should have been (B)(6) 2018. The patient was having the pump refilled (B)(6) 2018. The pump was last updated on (B)(6) 2018. Based off the flow rate of the pump it was determined that the pump should be empty at this time. No patient symptoms were reported. No further complications have been reported as a result of this event.